Event description:
It was reported that during an unspecified surgery, it was observed that the whole knob came off the torque limiting attachment device when a drill bit device was removed. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The device lot number was documented as 4855407 in the initial report. The device lot number has been updated as 4735. Device manufacture date: the device manufacture date was documented as oct 5, 2004 in the initial report. The device manufacture date has been updated as aug 2, 2004. If additional information should become available, a supplemental medwatch report will be submitted accordingly.